Event description:
Customer reported she has experienced high blood glucose between 300 and 400 mg/dl in the mornings for up to a year. Customer stated that probably because her infusion sets get kinked at night. She also stated it has gone up to 500 mg/dl at night. Customer stated sometimes blood glucose goes high three to four times a week. She checks her blood glucose in the morning and does a manual injection. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles. Customer declined to remove the infusion set to inspect the cannula. The high pressure test was not performed as the customer did not have a tubing clamp. Current blood glucose value is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.